Event description:
The patient's mom/reporter claimed that the patient's blood glucose was elevated to 375 mg/dl at 1am on (B)(6), 2011 after a routine site change on (B)(6) 2011 at 7:30 pm. On the morning of (B)(6) 2011 at 6:30 am, the patient took bolus insulin and changed the infusion site but the patient's blood glucose remained elevated above 270 mg/dl all day. At the time of concern, the patient had symptoms described as "nausea, vomiting, abdominal pain, excessive thirst and urination." Reportedly, the patient has two occlusion alarms on (B)(6) 2011, once at 6:36 am during a bolus dose and once at 7:30 pm during a basal insulin delivery. The occlusion issue was resolved with training. The reporter indicated that she is using insulin via syringe to treat the patient's elevated blood glucose until the cartridge is changed in the animas pump. During troubleshooting, the animas representative assessed the patient's alleged elevated blood glucose by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. The patient reportedly was able to prime successful with animas pump. There was no change in the patient's activity, health, diet or medication. The animas representative concluded there was no pump malfunction associated with the alleged event. It is not clear what contributed to the patient's alleged symptoms and elevated blood glucose. This complaint is being reported because the patient had symptoms that can be suggestive of hyperglycemia while using the animas pump to manage her diabetes.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/27/2014 with the following findings: the black box starts on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2011 have been overwritten. Review of the available black box and alarm history shows no eaw¿s related to the complaint. The total daily dose adds up correctly and reflects the user programmed basal rate. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Unable to duplicate the complaint, information for the complaint is overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.